Event description:
Pt contacted dexcom tech support on (B)(6) 2011 to report that, upon removal of sensor wire due to sensor failure prior to calibration, she noticed that no wire was present. Pt states that she has scar tissue at the site of insertion and that a welt along with some red and inflamed skin can be observed. Pt does not feel that she is experiencing an allergic reaction but is rather concerned that she may have a broken sensor under her skin although pt states that all symptoms subside within a week. At the time of her call to dexcom tech support pt reports feeling no concern and no pain at all.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.